Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon evaluation, the monitor reset during incoming functional testing. The cause for the failure was isolated to the c19 capacitor on the defib board. The negative lead of c19 had broken away from the solder. The root cause of the damaged c19 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving abnormal shutdowns.